Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 69-year-old male (race and ethnicity unknown) noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient had poor perfusion to bilateral lower extremities (ble) prior to impella placement and both le were non pulsatile and cold to the touch. Post impella insertion the rle was noted to have color change and still unable to get pulses on either lower extremity. Both remained cold to the touch. The patient was placed on ECMO and jump graft was placed to perfuse the limb antegrade from the circuit. Jump graft was unsuccessful. The impella was removed the following day and both limbs have regained pulses and color. The patient is stable.

Manufacturer narrative:
The investigation into the reported limb ischemia been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.